Manufacturer narrative:
One (1) 3.7 tapered screw vent fm t (fmt3) was returned for investigation (image attached in complaint). Visual evaluation of the as returned product identified the implant mount completely fractured at the hex part. The associated device (unknown wrench) was not returned for investigation. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type ii). The reported device was located on tooth # 06 (universal). The customer provided one (1) picture. Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the fmt3 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Based on the available information, device malfunction did occur and the reported event was confirmed as physical evaluation identified the fractured implant mount. The following sections have been updated: g7: checked "follow-up". H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Email unknown / not provided. PMA/510k: k011028, k013227. Device manufacturer date unknown / not provided.

Event description:
It was reported that a transfer coping fractured and clinician had to destroy wrenched trying to get it removed. Tooth location unknown.